Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent microendoscopic discectomy. During surgery, it was difficult to see the images when the scope was used. The product came in contact with the patient. Patient complications were reported as unknown.

Manufacturer narrative:
Additional info: image review: the distal end shows usual traces of usage (i.e. Small scratches and discolorations). Broken optical components are visible inside the optical system. The main body is scratched. The image on the camera is foggy. The outer tube is bent. If information is provided in the future, a supplemental report will be issued.